Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Event description:
The customer reported two occurrences of tissue being found underneath the distal cover after an unknown procedure using an evis exera iii duodenovideoscope and a single use distal cover. Case with patent identifier (B)(6) reports the scope used in occurrence one. Case with patient identifier (B)(6) reports the cover used in occurrence one. Case with patient identifier (B)(6) reports the scope used in occurrence two. Case with patient identifier (B)(6) reports the cover used in occurrence two.

Manufacturer narrative:
This supplemental report is being submitted to provide information from the customer.

Event description:
Additional information regarding the patients and reported events was requested from the customer. The customer reported, "unfortunately, we did not log which patients this occurred on so I am unable to answer these questions."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, if suction is activated or the distal end of the scope is pushed against the mucous while removing the scope, a gap(space) can develop between the forceps elevator and forceps channel, and between the forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover. Furthermore, it has been found from the examination by CAPA no. Omsc-hq-153-19 that the mucous membrane is maintained in the sucked state for several seconds even after the suction operation is stopped, and the suction operation is not performed during the removal. Even if the tip cover is not cracked, mucosal damage can occur if the scope is removed immediately after the suction operation is stopped. In addition, the root causes have been identified as follows: 1. Starting the inspection without confirming that the tip cover is properly attached during the pre-use inspection (start the inspection with the tip cover cracked). 2. Removing the endoscope with the tip adsorbed on the mucous membrane by suction operation. Olympus will continue to monitor field performance for this device.